Event description:
It was reported that the surgeon attempted to insert a aq2010v silicone three piece lens and the haptic was torn while advancing in the injector. There was no patient contact.

Manufacturer narrative:
Visual inspection of the returned product showed that there was a tear in the optic and a haptic was torn off. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.